Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop, large posterior and apical compartment defects and mixed urinary incontinence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure; mesh-enhanced posterior colporrhaphy, sacrospinous apical vaginal vault suspension (mesh), mesh and cystoscopy, for stress urinary incontinence, grade iii anterior and posterior vaginal compartment defect, enterocele, rectocele, on (B)(6) 2009 and meshy were implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and dyspareunia. It was reported that patient underwent mesh revision posterior colporrhaphy with excision of exposed mesh on (B)(6) 2010 and (B)(6) 2013 due to symptomatic vaginal mesh exposure. No additional information was provided.